Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys free psa immunoassay and elecsys total psa immunoassay results for 1 patient sample on a cobas e 801 analytical unit. The initial free psa result was 4.74 ng/ml. The initial total psa result was 0.329 ng/ml. The results were reported outside of the laboratory. The sample was diluted by a factor of 1:5 and repeated. The diluted free psa result was 4.70 ng/ml and the diluted total psa result was 0.389 ng/ml. The sample was then tested on a cobas e602 analyzer. The first free psa result was 5.7 ng/ml, the repeat free psa result was 5.85 ng/ml, and the total psa result was 0.422 ng/ml. The sample was also tested on an abbott analyzer. The initial free psa result was 0.068 ng/ml and the repeat result was 0.073 ng/ml. The initial total psa result was 1.598 ng/ml and the repeat result was 1.531 ng/ml. The cobas e 801 analyzer serial number is (B)(4). This medwatch will cover total psa. Refer to medwatch with patient identifier (B)(6) for information on the free psa results.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022. Qc results were acceptable. The sample was not available for investigation. The investigation did not identify a product problem. The root cause of the event could not be determined.